Event description:
Device malfunction: none. Symptoms/ae: hemodynamic, r-eye ischemia. Time of symptoms/ae: it was reported that following filter deployment and pre-dilatation, the patient's heart rate dropped to 69. One (1) mg of atropine was given. Rate continued to be low after patient taken to unit. Metoprolol was discontinued and the patient was monitored. Following post dilatation, blood pressure dropped to 72/53. Neosynephrine 100 mcg IV was given and IV fluids increased, at the end of the case, blood pressure was 85/58. The patient also received pseudoephedrine and midodrine. On the day following the stent procedure (2007) the patient had abrupt onset of decreased vision, lasting 1 hr, non painful, no paresis, paresthesia. Neurologist diagnosed as an ischemic event to right eye, caused by possible embolus or low blood pressure resulting in decreased perfusion of the right eye. On day of discharge, blood pressure was 145/70. Resolved two days later. No additional information was available. Study event.

Manufacturer narrative:
.